Manufacturer narrative:
(B)(4). Patient information requested and all available information is included in sections a and b. This report was filed by the manufacturer. Although requested, the device has not been received for investigation. A follow up report will be submitted with evaluation results should the device be returned.

Event description:
The customer reported the iui connectors on a pump module burned while connected to a patient. There was no patient harm or medical intervention. Although requested, no further patient or event information was provided.